Event description:
Boston scientific crm received information that this pacing system was being explanted due to infection.

Manufacturer narrative:
This issue will be re-evaluated if additional information is received.